Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and to provide a correction to previously reported information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the endoscopic image could not be displayed, and water tightness was lost. Based on the results of the investigation, as the cable unit was cracked, the endoscopic image could not be displayed, and water tightness was lost. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cable of camera head was cut off. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable of camera head was cut off. There were no reports of patient harm.